Manufacturer narrative:
The technician replaced the brake casters, brake steer caster, brake linkage, cross shaft and brake pedals to resolve the issue.

Event description:
The technician alleged the brake casters swivel while in brake mode. No patient impact.